Event description:
Ous MDR - after an implantation time of about (B)(6) months, it was reported that the pacing impedance had dropped markedly. When inserting the stylet during the explantation, a resistance between the shock coils was noted. Damage was observed at that area. No deterioration in the pt's state of health was reported. The lead was explanted and a new one implanted.

Manufacturer narrative:
Ous MDR.